Manufacturer narrative:
Additional information: based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to the rf controller board.

Event description:
During testing of the device while the needle was placed, but before turning on the voltage, the patient received an electrical shock that was sharp and painful. After the shock, the generator showed an 'error', and 'patient not connected' error accompanied by a loud beep on the screen and it was not able to work anymore. The generator was restarted, a new electrode and grounding plate were used but the error persisted. After the procedure, the patient had pain in her leg.